Event description:
On (B)(6) 2010, a (B)(6) female went for hernia repair of two hernias done in the hospital; was kept for two days, sent home (B)(6) 2010. She complained of pain and wouldn't eat. On (B)(6) 2010 was taken to the hospital where she underwent 8 hours of emergency surgery. The surgical mesh used became entangled which perforated the small bowel in four places. The surgeon stated when he opened her it looked like tar and was hard to distinguish what was muscle and what was bowel. He said he had never seen anything like it before. Blood was given because of the "teasing" of the mesh out of the abdomen. He "teased" it out then compressed for the bleeding. Two 15 cm x 20 cm proceed surgical mesh product number pcdg1. She is still in the hospital with three fistulas which drain from her belly.